Event description:
The time of event is not during procedure. There was no report of patient harm. Suction nipple loosened.

Manufacturer narrative:
D4 UDI: "not distributed in USA", because products are not distributed in USA products, but similar device product are listed in USA. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the suction nipple loose. Based on the result, we concluded that it was caused due to the excessive force applied on the suction nipple. In addition, our technician confirmed that the up pulley wire fluid damage, the right pulley wire fluid damage, the ccd module with drive pcb fluid damage, the ccd drive pcb fluid damage, the electrical pin connector fluid damage, the lg connector fluid damage, the light guide cable coating damage, the light guide cable compressed (short in length), the operation channel (primary) buckled, the angle wire play, the forward body frame corroded, the suction nipple deformed, the remote control body case leak, the suction nipple leak, the remote control buttons cut, the light guide cable lump/wave, and the ccd drive pcb disconnected wires; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. This defect occurred not during procedure. Based on the technical report ""hr-rpt-0588 (channel)"" and/or the risk analysis results, it was evaluated to submit MDR.